Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for routine generator change. The right atrial lead was noted to have high pacing impedance and high capture threshold. The lead was capped and replaced during procedure on 30 mar 2021. There were no adverse patient consequences reported.